Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The results were as follows: (B)(6). No lab correlations have been performed and no recent changes were made to the patient self tester's warfarin dose.

Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. Retained strips of lot 370762ar were used for the investigation of the returned monitor since the customer's strips were not returned and retained strips of the reported lot had been depleted prior to the investigation. The results were found to meet accuracy criteria. The returned monitor met functional and thermistor testing requirements. The customer's complaint was not replicated and no product deficiencies were observed. The system performed as expected. A review of the manufacturing records for the reported lot did not uncover any relevant non-conformances. The lot met release specifications. A review of the entire in-house testing history for the lot was performed. In-house testing on the reported strip lot meets accuracy criteria. A statistical analysis of the impedance curves associated with the customer's reported results determined that all curves exhibited normal slope change and no curve abnormalities. The customer did not provide a comparative for the reported inratio value. It is not possible to verify if a discrepancy exists without this information. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.